Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. See b5. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the issue occurred during maintenance.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found water tightness was lost due to deformation of switch #1, the suction cylinder was discolored, the stopper was replaced for preventative maintenance, the insulation resistance value at the distal end did not meet standard value due to a burn on the scope cover, the water removal ability did not meet the standard value due to damage on the nozzle, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the colonovideoscope had an issue with the adhesive bonding and angulation was reduced. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material discharging from the auxiliary channel. The foreign material was a gelatin like substance. The report is being submitted due to foreign material in the scope found during evaluation.